Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became loose. The customer tightened the luer lock connection and primed the tubing to remove the air bubbles that were formed as a result of the loose connection. Blood glucose was approximately 450 mg/dl.